Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were having issues with their implant battery not holding a charge and the issue began like a month ago. Patient stated when they charged the implant the implant battery would drop down to 50% right away. Patient noted they spoke with their managing hcp and they directed the pt to contact mdt. Patient did not have their controller with them at the time of the call. Agent sent an email to the reps for visibility.

Event description:
Additional information was received reported a manufacture representative spoke to the patient and the patient had been leaving stimulation on at a higher intensity throughout the night and so when they woke up, their stimulator battery was at 50%. Patient acknowledged understanding that increasing during the day and not turning back down at night is probably reason that the battery was at 50% when she wakes up. The patient stated they will start turning stimulation back down to their normal setting in the evenings as she only needs it at a higher intensity during the day when they were more active. The patient stated that they will schedule an appointment with their primary care and meet a representative if the issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.